Manufacturer narrative:
Device not returned for evaluation.

Event description:
Reportedly, patient had bleeding event approximately a year and a half post implant. The patient had multiple maroon stools. Gi consult made ng lavage was negative. Bleed attributed to integuillin and heparin. Patient was not transfused, integuillin and heparin discontinued. Patient was started on plavix and iron supplement. Hematocrit level was stable and patient was discharged. Valve still remains implanted.